Event description:
Device 2 of 5 (refer to manufacturer's report numbers 1627487-2008-00034 for device 1, 1627487-2008-00036 for device 3, 1627487-2008-00037 for device 4, and 1627487-2008-00038 for device 5).

Manufacturer narrative:
Evaluation for device 2 of 5 (refer to manufacturer's report numbers 1627487-2008-00034 for device 1, 1627487-2008-00036 for device 3, 1627487-2008-00037 for device 4, and 1627487-2008-00038 for device 5). H6: evaluation codes: method: device history record and sterilization record were reviewed, no anomalies were found. Leads were returned incomplete and could not be functionally tested. Results: all records reviewed were found to meet specifications. No functional testing was performed on the incomplete leads. Visual examination found slight discoloration on lead segments but no other anomalies. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.